Event description:
Customer called to report a pressure dome leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report system pressure alarm at 1360 ml whole blood processed. Css asked customer to check all parts of the kit for any clotting or occlusions. Customer stated there were some aggregates in the return bag. Customer restarted the procedure, when return pressure alarm occurred. Customer flushed the access line and restarted the procedure. During purging air phase of the procedure, customer noted blood leaking from the system pressure dome. Css recommended customer abort the procedure and does not return any blood/products to pt. Customer agreed to do so. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot b346 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. CAPA (B)(4) and CAPA (B)(4) have been already been initiated to investigate cellex pressure dome membrane leak failures. (B)(4).